Event description:
It was reported that the patient had phrenic nerve stimulation from the left ventricular (lv) lead which had dislodged. The lv lead was repositioned and remains in use. It was noted that the patient is part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2012-(B)(6), 6935 implantable tachy lead 2012-(B)(6), 4076 implantable pacing lead 2012-(B)(6). (B)(4).